Event description:
Caller reported a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller through the reset process, after which the pump did not display the cgm error code again, allowing the caller to successfully start their sensor session.